Event description:
Pt presented to dr's office for evaluation and treatment of a presumed infected rt total knee arthroplasty. The pt's original surgery was performed by dr in 2003 in which an encore total knee posterior stabilized component was used. Pt had a right knee irrigation and debridement, re-implantation.